Event description:
An outpatient was scheduled for an MRI of the cervical, thoracic, and lumbar spine. The infusion pump was being used to administer propofol to the patient. The propofol bottle was spiked with IV tubing and then connected to the medrad infusion tubing. They also had an arrow 60-inch microbore extension tubing connected between the medrad infusion tubing and the patient's IV. Anesthesiology clinicians were in and out of the room during the study, checking the patient and adjusting the flow every 10-20 minutes. At one point, the physician went into the room to check on the patient and the IV and found that the propofol bottle was empty with the pump still in the delivery mode. The user noticed air in the line up to the IV site. The infusion pump reportedly did not alarm when the sedation was finished and di did not alarm as a result of the observed air in the line. The physician immediately stopped the infusion, placed the patient on another pump, and continued with the study. The patient awoke without any complications. It is unknown if the patient was infused with air. The pump was removed from service.

Manufacturer narrative:
The hospital disposed of the tubing set that was in use during the procedure. The infusion pump was returned to medrad for evaluation. Once the investigation is complete, a follow-up report will be submitted.